Event description:
The patient had an MRI of his head with transmit/receive head coil. The type of MRI scan was unknown but it was not an open. Prior to going into the MRI scan the patient felt stimulation and had charged his device 3 weeks prior. The patient turned his ins off before going into the MRI machine this past friday. When the patient was done he was not able to turn his ins back on with his patient programmer (pp) and recharger. When the device was interrogated today, it was not able to be read. A physician mode recharge (pmr) was performed and 15 minutes into the pmr the recharger displayed a ¿call you doctor¿ icon, 375 antenna failure error code. The patient programmer on the top row, cannot see the screen. Now a power on reset (por) message was seen. It was additionally reported that it was thought that the ins was overdischarged and that was why a pmr was performed. A beep was heard before the 375 error code was seen and then was able to charge normally. There was an issue with the recharger charge level. The recharger was plugged into the wall and noticed that the recharger charge level was vacillating between 25-50-75% and then would go down in charge level. The reporter wanted to make sure that replacing the recharger antenna would address the changing charge level of the recharger. Communication was also lost after the MRI last friday. The por was going to be cleared with the clinician programmer. There was something wrong with the pp screen, because the patient was unable to see the top row of icons on the programmer (battery levels, etc). A replacement pp and recharger antenna was being sent to the patient. Communication, telemetry and interrogation issues were also noted. The patient experienced no pain relief in the low back and legs because, he was not able to turn stimulation on. The por error code was not specified. The pmr was successfully performed and the por was successfully cleared. The patient outcome was alive with no injury. The top row of the lcd was not working but the rest of the programmer works okay. Anomaly appears to have occurred through product use. Device analysis for the pp revealed the lcd was broken, c300. It was further reported that it was determined that it was not a true por but that it was a recharger issue because of the error code 375. The patient received a new recharger antenna and he was now receiving effective therapy since he has the ability to recharge correctly.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37791, lot# unknown; product type recharger product ID 3778-60, serial# (B)(4); product type lead product ID 3778-60, serial# (B)(4); product type lead product ID 3550-39, lot# n260519; product type accessory product ID 37752, serial# (B)(4); product type recharger. (B)(4).